Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that error 307 occurred. The tse advised that the system would restart after resetting the patient side cart breaker. After that error 319 pointing to universal surgical manipulator (usm) 4 (node197) occurred. The customer performed a system restart again, but the same error occurred. The tse explained to the customer that they could not use usm 4 but other usms could use for procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the surgeon disabled the usm due to the issue. The procedure was completed with 3 usms. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and error 319 was confirmed in logs. Upon visual inspection the rolling loop was found to be wavy. The unit was installed onto an in-house system and failed normal mode, triggering 319. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit failed the fiber test and the check all boards pointing to the parallelogram and rolling loop fiber assemblies. Once tested was completed, the parallelogram and rolling loop fiber was aba (applied behavior analysis) tested and was verified to be the source of the fault. The check all boards passed with the in-house parallelogram and rolling loop installed on the usm. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the parallelogram and the rolling loop fiber assemblies in the usm.